Event description:
Customer is returning their probe as it is reading low values ... At normal air). Due to the device not functioning properly it was not used.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.